Manufacturer narrative:
The manufacturing records were reviewed. Device history records show the production order was released without any non-conformances or deviations. No process or material changes were noted. Sterilization and environmental monitoring records were within specifications. Product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an baerveldt shunt (bg101-350) was explanted from the patient's eye after he experienced an increase in intraocular pressure (iop). The report indicated that prior to explant surgery the patient's iop spiked from 24 mmhg to 32mmhg, even while on topical and oral glaucoma medications. Because the of the pressure spikes, the surgeon thought the device was not draining properly. During the explant process the surgeon noted that the drain sack did not have any fluid in it and if the device was draining there would be fluid in it. There was no scar tissue noted. Rather than irrigate the device, the doctor decided to replace the device. It was further noted that the shunt ¿plate was flat¿. After surgery the patient's iop was 7 mm hg without any glaucoma medications and visual acuity had improved to hand movement at 300 ft. The chart indicated the patient would return for a follow up visit at the end of (B)(6) 2014.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The shunt was returned to the manufacturer. The product could be identified as a baerveldt glaucoma implant type (B)(4). Visual inspection shows the shunt is contaminated and the tube is clogged with blood. It is not known if the clogged tube is a result of the explant or if the blood was already present due to the surgical procedure or if it was clogged due to manufacturing. Considering the condition of the returned device, no further analysis is possible. All pertinent information available to the manufacturer has been submitted.